Event description:
Dr was using the harmonic scalpel while performing a total thyroid procedure. The handpiece would not seal the vessels like it is designed to do. A new handpiece was opened and it worked fine. Ethicon harmonic focus shears lot#l4ez5f.